Event description:
I have had the essure coils placed in 2013. Ever since then, I have had miscarriages, excruciating pelvic pain, abdominal and pelvic pain (to the point of crying after intercourse), migraines everyday, and excessive itching. I have been hospitalized four times because of pain in my pelvis. It feels like a sharp stab or pinched nerve. I am bloated all the time and feel nauseated everyday. Essure has completely ruined my and my children's lives because ever since I got it, my health and daily activities have gone downhill. I was never warned by any doctors that the implants were nickel and that's something I'm allergic to. I have had three miscarriages since I had the essure coils placed. Essure should have never been on the market.